Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the devices were not returned to edwards for evaluation. Attempts to retrieve additional information are in process. The device history record (DHR) was unable to be reviewed as the device serial numbers are unknown. The event states death and the cause of death is unknown or not provided. The vast majority of these events are most likely not related to the device. In this case, although the cause of deaths was unknown; however, they were categorized as valve related. Based on the information received the cause of the event cannot be determined. Edwards lifesciences will continue to monitor all reported events.

Event description:
Through review of a medical article, the following events were identified as pertaining to edwards devices: 25 valve related deaths for unknown cause, occurred in the follow-up period. All deaths with no established cause were considered as valve related.